Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿the left sided prosthesis seems to have a single wall. This wall is highly folded and demonstrates silicon on each side suggesting leakage. For the most part, there is no silicone beyond the external capsule. Inferiorly there is a small area where this becomes equivocal, but the sagittal reconstructions suggest an element of capsular contracture here, producing a very irregular outline to the anterior edge. Silicon likely contained¿. Also reported, ¿intracapsular rupture of the left prosthesis¿. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported ¿the left sided prosthesis seems to have a single wall. This wall is highly folded and demonstrates silicon on each side suggesting leakage. For the most part, there is no silicone beyond the external capsule. Inferiorly there is a small area where this becomes equivocal, but the sagittal reconstructions suggest an element of capsular contracture here, producing a very irregular outline to the anterior edge. Silicon likely contained¿. Also reported, ¿intracapsular rupture of the left prosthesis¿. The device was explanted.